Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Alere home monitoring (ahm) representative reported a discrepancy. Results as follow: date: (B)(6) 2012, inratio: 2.5, lab > 13. Customer had gi bleeding. Customer was admitted to hospital. Technical support called the customer in regards to discrepancy. The customer was not aware of any problems with inr or a call to the distributor in regards to problems with inratio.

Manufacturer narrative:
Pending investigation.